Manufacturer narrative:
(B)(4). Batch # m90e7m. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the titanium tip broke during using and the broken piece was retrieved immediately. Changed to another one to complete. There was no report on patient injury.